Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 operates within the accepted tolerance in the horizontal position. The shuntassistant 2.0 does not operate within the specified tolerances in the vertical position. An accelerated outflow of shuntassistant 2.0 could be determined. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in the progav 2.0 but not in the shuntassistant. To make the deposits in the shunt system more visible, they were colored using a staining solution. Results: based on our investigation results, we can determine an expected outflow at the progav 2.0, despite finding visible deposits in the interior, the deposits had no effect upon the specifications at the time of the examination. Based on our investigation results, we can detect an accelerated outflow in the shuntassistant. Whilst we cannot find any visible deposits during the test, even though opening valves allows a view of much of the interior, there are areas that defy visual inspection. Organic deposits are also possible in these areas, which can influence the function of the valve. How the above-mentioned functional impairment came about is not clear to us at the time of the examination. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (#fx643t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system showed an under-drainage. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 3 years, 7 months. Weight: 12 kgs. Height: 96 cm. Gender: male.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 operates within the accepted tolerance in the horizontal position. The shuntassistant 2.0 does not operate within the specified tolerances in the vertical position. An accelerated outflow of shuntassistant 2.0 could be determined. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, deposits were found in both valves. To make the deposits in the shunt system more visible, they were colored using a staining solution. Results: based on our investigation results, we can see an expected outflow on the progav 2.0. Although we found visible deposits inside, the deposits had no effect on the specifications at the time of the test. Furthermore, based on our investigation results, an accelerated outflow in the shuntassitant 2.0 can be determined. The deposits visible in the valve may have led to the change in flow rate. It was not possible to colour the deposits in the shuntassitant 2.0 and thus clearly visualise them, as they were probably already in a dried state. The deposits detected at the inlet of the progav 2.0 could have caused a temporary under-drainage/blockage of the shunt system, as a result of which the deposits in the shuntassitant 2.0 may have already changed and colouring was therefore unsuccessful. Deposits caused by natural substances in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. The examination of the return has been completed with the drafting of this report. No further regulatory actions are required from our point of view.